Manufacturer narrative:
Medical device lot #: 0050537 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® sst¿ blood collection tubes 4 stoppers popped off after centrifugation. The following information was provided by the initial reporter, translated from (B)(6) to english: during tests with an sst tube, I opened 10 caps and reinserted them as recommended by the iu, but 4 caps opened after centrifugation (3000 rpm / 10 min) and then during transport they also opened.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Therefore, tubes from bd manufacturing line were evaluated during in-process testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with a bd vacutainer® sst¿ blood collection tubes 4 stoppers popped off after centrifugation. The following information was provided by the initial reporter, translated from portuguese to english: during tests with an sst tube, I opened 10 caps and reinserted them as recommended by the iu, but 4 caps opened after centrifugation (3000 rpm / 10 min) and then during transport they also opened.